Event description:
Customer reported needle stick with an exposed needle due to shield being off of the syringe. She went to ER and received tetanus shot. She is also going thru hepatitis b series.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.